Manufacturer narrative:
Per family's request, the pt was placed on cmo (comfort measures only), and she died at 2:05 pm. According to facility's registered nurse, the pt was gravely ill and her death was not unexpected. The pt was dianosed with liver failure and renal failure. The machine was not inspected by a gambro technician. Facility's registered nurse stated that the prisma machine neither caused nor contributed to the pt's death. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.